Event description:
While attempting to monitor a pt with non-zoll electrodes, the device dislayed a "poor pad contact" message. The user placed another set of non-zoll electrodes on the pt and the device displayed a "poor pad contact" message. Complainant indicated that monitoring ECG electrodes were placed onto the pt, and the pt was found to be in asystole. The pt was then transported to hospital. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2004-01584 which is a similar report with the same device.